Manufacturer narrative:
The service representative evaluated the device an found the battery damaged. The battery needs to be replaced. Upon conclusion of the evaluation, it was determined that the battery requires replacement. The customer will replace battery when budget allows. No further action at this time.

Event description:
It was reported to philips that the battery is damaged. There was no patient involvement.